Manufacturer narrative:
The investigation of the AED associated with this complaint is underway, and the root cause is not currently known.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. When tested with a spare battery, the AED powered on and reported a service code. The customer did not report this occurring during patient use.